Event description:
It was reported to philips healthcare that the heartstart xl therapy connector was pushed in with a pin stuck inside not allowing the user to connect paddles/pads. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.